Manufacturer narrative:
(B)(6). (B)(4) (leg pain). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that the patient underwent a posterior lumbar interbody spinal fusion surgery and posterior lumbar fusion surgery. On (B)(6) 2007, the patient underwent a spinal fusion from l4- l5 using rhbmp-2/acs. The rhbmp-2 collagen sponge was placed outside a cage using a posterior approach. Patient's post-operative period has been marked by a period of improvement, followed by increasing low back pain and shooting pain into his buttocks. Patient continues to experience chronic lower back pain, with pain radiating to his left hip and leg, numbness in his legs and feet, and pain in his left leg and feet. He experiences difficulty sitting, standing and walking, and loses his balance. Patient requires occasional use of a cane to assist in ambulation. These serious injuries prevent patient from practicing and enjoying the activities of daily life that he enjoyed pre-operatively.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.